Event description:
It was reported that the pt underwent an incisional hernia repair procedure for a recurrent hernia. The pt has had 2 previous hernia repair procedures for this issue. The pt was given prophylactic steroids and anti-coagulants. During the procedure there were no complications. The same day post procedure the pt's hemoglobin was low and he was transfused with two units of packed red blood cells as a result. The doctor has indicated that the event is not prod related but is procedure related. The pt's hemoglobin and hematocrit improved and the pt was discharged. His coumadin was still on hold at the time of discharge.

Manufacturer narrative:
Conclusion - this event was reported by the facility as not being product related, however, the event was procedure related. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.